Event description:
It was reported that the surgeon noticed that it had recently taken three (3) minutes for the haptics to come off a preloaded monofocal intraocular lens (iol). Through follow up it was confirmed that there was patient contact and that the serial number was not recorded at the time. The surgeon indicated that the lens was very slow to open, with the haptics sticking to the lens. Account provided that the haptic did not detach and was not stuck in the cartridge. There was no confirmation regarding whether or not additional maneuvers had taken place to assist the lens to unfold. The case was successful and the patient is reportedly fine. No further information was provided.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section b3 - date of event: unknown, as information was requested but not provided. Section d4 - model number: unknown, as product serial number was not provided. Section d4 - catalog number: a complete number is unknown, as product serial number was not provided. Section d4 - serial number: unknown/not provided. Section d4 - expiration date: unknown, as product serial number was not provided. Section d4 - UDI number: unknown, as product serial number was not provided. Section d6a - implant date: unknown, as information was requested but not provided. Section d6b: explant date: not applicable, there is no indication the device was explanted. Section e1 - last name: unknown, as information was requested but not provided. (B)(6). Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.